Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Event site email was incorrectly sent in previous MDR. Three good faith efforts were made to receive more information and regarding this complaint and its repair at this time the record will be updated if more information is received.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email).

Event description:
N/a

Manufacturer narrative:
Updated data: b4, b3, g3, g6, h1, h2, h11, b5, d9, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) correction: e1 (email, & initial nrep name, additional initial rep name: bertrand euphrasie) a getinge field service engineer (fse) stated that due to a malfunction of the pim, the device could not perform its purge. After replacing the pim (d097-00-1178), the device was functional again.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) console indicated a purge problem. The system had been operating normally for 48 hours; however, after being turned off for a patient intervention and restarted, the purge issue appeared. Patient involved and no harm reported.

Event description:
It was reported that breakdown on the cardiosave intra-aortic balloon pump (iabp). It indicates a purge problem on a connected patient. When starting the console, code 6. No harm reported.

Manufacturer narrative:
Due to character limit in e.1. Initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.